Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was determined that loss of connection was related to the mobile application. Data was evaluated and the allegation was confirmed. The probable cause was determined to be caused by a potential patient misuse. No injury or medical intervention was reported.